Event description:
It was reported that the dermatome was not working properly during testing. There was no patient involvement or surgical delay. Upon completion of the investigation it was found that the rpms of the device were erratic. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Review of the most recent repair record determined the rpms were erratic and spring seal was stretched and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.